Event description:
It was reported that during 4 days after a coronary stenting during eluting treatment procedure, an in-stent thrombosis occurred. Coronary angiography showed 100% stenosis in mid left anterior descending (lad), 100% stenosis in mid right coronary artery (rca), 40% stenosis in 1st diagonal branch (d1) ostium, and 30% stenosis in 2nd diagonal branch (d2) ostium. Te physician predilated with a sprinter 2.0x15 mm. A 2.5x20 mm taxus express2 drug eluting stent was implanted in mid lad, crossing over d2 ostium. Four days later, the patient had recurrent chest discomfort. An EKG showed expansion of t wave inversion on percordial leads. Coronary angiography showed an in-stent thrombosis. The obstruction was predilated with an unknown size balloon under infusion of tirofiban. There was no residual stenosis and the patient has a timi 3 flow. Patient status reported as "good".